Event description:
It was reported that after successful deployment of a bifurcated device and suprarenal aortic extension an angiographic image revealed a type iii endoleak of a bifurcated device. Reportedly, the endoleak was approximately 25 mm to 30 mm above the bifurcated device. An additional suprarenal aortic extension was placed, which successfully corrected the endoleak. The physician completed the procedure by implanting a limb extension without further complications. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. However, operative notes from the index procedure and fluoroscopy images were reviewed by clinical representative. Based on review of the medical records the root cause cannot be determined. Endoleaks are a known risk of the procedure, as identified in the product labeling. No conclusions could be drawn. (B)(4).

Event description:
It was reported that after successful deployment of a bifurcated device and suprarenal aortic extension an angiographic image revealed a type iii endoleak of a bifurcated device intra-operatively. Reportedly, the endoleak was approximately 25mm to 30mm above the bifurcate. An additional suprarenal aortic extension was placed, which successfully corrected the endoleak. The physician completed the procedure by implanting a limb extension. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned to manufacturer.